Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation which required surgical intervention and prolonged hospitalization. During ablation, they noticed that the contact against the anterior wall seemed anormal. A transesophageal ultrasound had confirmed a tamponade, probably during anterior wall ablation. They had no anormal force contact information and no carto system issue. Patient improved, however, required extended hospitalization as the patient required open heart surgery to stop blood effusion. It was reported that a perforation was in the left atrium, on the roof. The physician¿ s opinion on the cause of this adverse event was that he did not understand how it happened. He supposed that the wall of the patient's heart was fragile. Number of ablations performed was 107 radiofrequency (rf) ablations, 79 within pulmonary veins and 28 outside pulmonary veins. Visitag module was used and the parameters for stability were 3mm ; 3s. Additional filters used with the visitag were respiration adjustment; force over time 25% ; minimum force 3g ; tag index 350 ¿ 450. Tag index color option was used prospectively. There was one transseptal puncture with an abbott brk xs. There was no evidence of steam pop. The flow setting was 8ml/min <30w ; 15ml/min > 30w during ablation ; and 2ml/min. The correct catheter settings were selected on the generator with no issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure.